Event description:
Information received from the physician indicated the patient expired due to general infection. The physician alleged there may have been a loss of pacing contributing to the expiration. The device was explanted and interrogation was not possible. Further information was requested but is not yet available.

Manufacturer narrative:
Correction: manufacturing report 2017865-2019-02553, should not have been reported as a medical device report (MDR) as there is no indication that the device involved with the patient's expiration was manufactured by abbott. The physician inadvertently reported this device with another patients history. This device was explanted and replaced due to normal elective replacement indicator (eri) with no allegation of malfunction.